Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav which did not irrigate well during use on the patient. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31490447l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav which did not irrigate well during use on the patient. It was initially reported by the customer that irrigation was stopped, the size was changed, it did not improve, the catheter was changed, the problem was resolved. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 10-dec-2025, additional information was received indicating the device was used on the patient. The pump did not fail, and it was observed that there was no flow in the catheter. The correct catheter settings were set on the generator and there no issues with flow rate change at the start of ablation. Based on the additional infomration received indicating the irrigation issue occurred during use on the patient, the event was reassessed as an MDR reportable malfunction.